Manufacturer narrative:
Evaluation of the returned device was completed march 1, 2016. The hawkone directional atherectomy system was attached to its cutter driver unit. No ancillary devices or cines were received for evaluation. The hawkone distal assembly was received separated at the hinge pins. Both hinge pins were accounted for. The customer experience of the distal assembly separating but being held together by the drive shaft was confirmed. The returned device exhibited damage consistent with the reported event. The root cause of the separation could not be determined. The instructions for use, (IFU), list as a precaution: if hawkone catheter is not rotating easily, do not torque the shaft more than 360 degrees in one direction. Doing so could result in tip fracture or other device failure. Device repositioning or lesion predilatation may be required.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The hawkone was used multiple times and when it was removed the physician noticed that it was not intact. The tip did not detach but it was hanging off of the nosecone. The procedure was completed with a second device. No injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.